Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the single occurrence of a system fault 219, indicating a software issue in the pneumatic block, and the unexpected reset. Based on all available evidence, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. No patient injury was reported as a result of this event. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in bremen, germany for evaluation. The evaluation methods, results, and conclusion are not yet finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was not delivering therapy, it displayed an error message (sf 219). This resulted in an unexpected restart of the device. The device was not in use when the fault occurred, therefore, there was no patient involvement.